Manufacturer narrative:
Other applicable components are: product ID 3389s-40 lot# v944205 serial# implanted: (B)(6)2013 explanted: product type lead product ID 3389s-40 lot# va07u49 serial# implanted: (B)(6)2013 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual. The patient reported that they woke up this morning at 4am and did not feel well, took sinemet and then got dyskinesia. The patient reported that this has happened on some other mornings as well, but the patient doesn't think it's related to the ins device. The patient reported that they have felt fatigued, which started about a year ago and thinks that it is because their ins was turned down too low. The patient reported that when they upped the ins, and got through the initial nausea, it got better. Additional information was received from the patient who reported that their physician was doing a work-up on it. It was noted the patient felt terrible and thought their reprogramming was related to the reported issues. The patient was prescribed modafinil for their fatigue. The patient noted that they get nauseated when they wake up in the middle of the night which their doctor attributed to the sinemet wearing down. The patient¿s settings were reportedly 0.7 v on the left and right sides which was higher than what she has been programmed at previously. It was noted that the patient checks their programs a lot during the day. The patient¿s fatigue has reportedly not been resolved. The patient reportedly still feels nauseated and faint. Additional information was received. The patient stated their physician thought there was a fracture on the line or a fluid leak and they were wondering what that means. No further complications were reported.